Event description:
Event description guidant received information that two weeks post implant, the patient with this right ventricular lead presented at the emergency room (ER) with intermittent loss of capture (loc). The patient was symptomatic. An x-ray did not show dislodgement and the device was reprogrammed to 6.5v at 1ms. A check-up one week later revealed that the patient's threshold had dropped to 1.7v at .5ms. Approximately one month later, the patient presented at the ER again with rv loc.